Manufacturer narrative:
Results of investigation: vyaire medical was unable to verify the customer's reported issue during testing and evaluation. The unit was powered on while connected onto a known good oxygen supply source with a known good ac adapter, a known good lung, and a known good circuit connected. The unit passed 164.0 hours of extended bench testing at the customer's setting, passed the initial final test, and the initial alarm volume test with no abnormalities.

Event description:
It was reported to vyaire medical that the ventilator's tidal volumes were low and the patient's oxygen saturation levels began to drop and the end tidal carbon dioxide measurements started to increase. The patient was removed from the ventilator and manually ventilated until stabilized. The patient was being ventilated invasively so the ventilator tubing was checked but no issue found. The patient was manually ventilated throughout the rest of the transport with no further issues. There was no permanent harm or injury to the patient.